Manufacturer narrative:
The device history record for p99-191-tr10, lot tc28853 was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
2 driver bits and 2 drill bits was reported broken during a surgical procedure on (B)(6) 2020. The broken pieces were removed however, the breaks delayed surgery for 30 to 45 minutes. It was reported that the patient had hard bone. This is report 1 of 4 for this incident. This report addresses the 1 of the 2 broken driver bits.